Manufacturer narrative:
(B)(4). The device was not returned for analysis. Therefore the cause could not be determined. However, it was reported that the patient had severe arteriosclerosis, which may have contributed to resistance due to the stenosis while the device being retrieved. The solitaire fr instruction for use provided warnings to prevent device separation: - do not oversize device - do not recover (i.e. Pull back) the device when encountering excessive resistance. Instead, resheath the device with the microcatheter and then, remove the entire system under aspiration. If resistance is encountered during resheathing, discontinue and remove the entire system under aspiration. - do not treat patients with known stenosis proximal to the thrombus site.

Event description:
Medtronic received a report that during a mechanical thrombectomy procedure, the stent retrieval device detached during the first retrieval attempt. The patient was being treated for an m1/m2 segment occlusion in the middle cerebral artery (mca). The vessel anatomy was reported to be slightly severe in tortuosity and slightly thin. Severe arteriosclerosis was found on the patient. The solitaire device was deployed and the microcatheter was reported to have been removed. The physician then attempted to retrieve the stent with the clot by suctioning with the aid of a balloon guide catheter and another mechanical thrombectomy catheter. However, during this process the solitaire device detached in the internal carotid artery (ica) proximal to the petrous segment. It was reported that the physician felt friction while retrieving the stent within the balloon guide catheter and felt that the stent was going to separate. However, the physician could not do anything but keep retrieving the stent and the stent was separated. Subsequently, the physician removed the solitaire device using a guidewire and a snare successfully . Thrombolysis in cerebral infarction (tici) score post procedure was reported to be 3. The procedure completed with no further events. No additional intervention was required.